Event description:
As reported by the user facility: "we found a fiber inside the tip of the pin on product 413501. It was removed from the package but not yet used." No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging and photo were provided for evaluation. The sample and photo were evaluated as per specifications with failing results. Based on the evaluation results, a particulate was confirmed to be in the fluid path of the non- vented spike. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.